Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient experienced leakage.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient experienced leakage. Additional information was received. There was no fluid in system.

Event description:
It was reported that patient experienced leakage with artificial urinary sphincter (aus) that had loss of fluid. All components of this device were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was not confirmed via product analysis. The cuff, balloon and pump components wee was visually inspected, microscopically examined, and tested for leaks with no abnormality or damage found. Based on the results of this investigation, no escalation is necessary.